Event description:
It was reported that the patient stimulation was not working for patient for the last week or two. The patient bumped the ins (stimulator) site two weeks ago. It was asked if the patient fell and it was reported that the patient did a little of both. There was no lightning bolt when syncing. It was confirmed that the patient was able to feel stimulation and they were able to increase stimulation. It was reported that healthcare provider instructed the patient to change programs every month to see what works best for her. The patient reported program 1 worked better than program 2. Currently on program 2 . The patient told caller to adjust stimulation down a little because she was feeling it strong. Additional information was requested but not available at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The reporter stated that the device stopped helping with symptoms and the patient was not feeling stimulation a few weeks ago; the device had not been working for two weeks. The reporter wanted to check the device to confirm it was on and working. The reporter used the programmer to check the device and confirmed it was on and at 1.7. The reporter increased to 1.8 and the patient felt stimulation. She would try this setting and monitor her symptoms. About a week later it was reported that the patient had a loss of bladder control. She was not seeing the same benefit as when she initially received the implantable neurostimulator (ins). The ins ¿had not done anything for the last month.¿ the reporter stated that last time ¿they restarted it, but it was still not working properly; the implant itself.¿ the patient stated that ¿she was setting at least three times a night. It seem liked when she was upset about something, she seemed to be getting a lot of activity on her left leg and foot. It was not giving her any type of service at all.¿ she stated that ¿when she tried to rest, that was when her bladder wanted to empty. During the day it did not empty. By the time it was 1 am it needed to empty.¿ the ins was confirmed to be on and at 1.80 on program 1. The patient was not feeling stimulation, so increased to 1.90 and felt it. Then the reporter could not sync with the ins and the screen ¿had almost like a low battery symbol.¿ it was noted that the programmer batteries had not been changed recently. The reporter intended to increase to 2.0 after replacing the programmer batteries. The patient mentioned that she had not always been on program 1 and had tried 1, 2, and 3. Program 3 was only for a short period of time, by that time it had stopped working, and program 1 worked the best, so that was why she went back to it. No further interventions or patient outcome were noted, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0jyr9, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).